Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that during an infusion of versed to a patient in the nicu, it was noted that leaking was observed at the point where the tubing set was connected to a needleless connector. A minor affect was reported to have occurred since the patient was not receiving a reliable infusion of the sedation medication. The patient was on extracorporeal membrane oxygenation (ECMO) therapy and was having blood pressure and intracranial pressure fluctuations. No additional information was provided.